Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor lv5 device had ruptured towards the end of infusion during patient use at the patient's home. The device was filled with 5-fluorouracil (5-fu) and normal saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.